Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 7 years) creating wear in the socket, resulting in the electrical contacts become unstable and communication between the scope and the video processor failed, leading to the error. Additionally, the dust in the device is likely due to a long period of time in a dusty environment, and lack of maintenance. This issue is addressed in the instructions for use (IFU): "clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The unit generated the b30 error intermittently when test scopes were connected to the scope socket; the unit was tested with olympus series 180 and 190 model scopes. It was determined replacement of the scope socket and support coil was required to resolve the issue. The fan was verified to function properly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
Olympus was informed of a report that scopes were not being read properly, a lot of dust was noted near the fan and that the fan was possibly not working. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.